Event description:
Additional information received indicated that the patient was evaluated on (B)(6) 2015 related to "small bleed." It was noted that the granulation tissue of vaginal cuff was "almost healed." Patient was instructed to stop taking aspirin for two weeks. A cystoscopy was performed and silver nitrate was applied. The event is considered recovering/resolving (adverse event is improving). There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number (2183959). The effective site registration number is 3011770902.

Event description:
Additional information received indicated that the event was considered resolved/recovered with no sequelae as of (B)(6) 2015.

Event description:
It was reported that following the implantation of an elevate anterior graft the patient experienced moderate granulation of vaginal tissue. "Upon vaginal exam, spot of granulation tissue found at apex," silver nitrate was applied. The event was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.